Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. P-cap unable to lock in place properly due to retainer ring damage. Unit was received with broken reservoir tube lip, missing o-ring (reservoir tube), partially broken retainer, broken belt clip rails, serial number label missing, pillowing keypad overlay, cracked keypad overlay at select button, stained keypad overlay, keypad overlay texture damage, and scratched case. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when broken reservoir tube lip, missing o-ring (reservoir tube), and partially broken retainer were noted. In addition, the following cosmetic damages were also noted: broken belt clip rails, serial number label missing, pillowing keypad overlay, cracked keypad overlay at select button, stained keypad overlay, keypad overlay texture damage, and scratched case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on the upper part of the reservoir side.the customer reported no adverse event. The event involved products mmt-1885. Troubleshooting was performed. The customer reported no adverse event. The customer discontinued the use of the device. Mmt-1885 was returned for analysis.